Event description:
It has been reported to philips that the device does not transmit ECG to the hospital.

Event description:
It has been reported to philips the device failed to transfer ECG measurement results to the hospital.